Manufacturer narrative:
Patient information has been requested. Surgeon name has been requested. The issue was resolved over call, and no system checkout is necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that after completing a registration spin with the imaging system the surgeon used a dilator to place a guidewire and felt inaccurate. While navigating down to the bone the surgeon felt accurate, but once down in the anatomy the navigation showed the instrument within the bone(medial) when the surgeon was on the surface of the bone. The site completed another spin to ensure that the percutaneous pin did not move and the same inaccuracy of 2-3 cm occurred. The manufacturer representative confirmed that the site paused respiration during the spin and confirmed the inaccuracy occurred with multiple instruments. The site did not think that there was a bone anomaly in the area where the inaccuracy was experienced. The manufacturer representative later reported that the navigation was accurate. While the surgeon was scraping the mast dilator over the bone to verify accuracy, they came to a spot in the bone that was incredible weak and pushed into a hole in the bone. This bone defect was the cause of the inaccuracy allegation. There was no patient harm and the procedure was not delayed over an hour.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.